Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens optic was received, cut in pieces whereby dust particles and scratches were present. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the received condition no further testing could be performed. The manufacturing record was performed. There were no nonconformances with respect to the final product release process. There were no process and / or material changes within the production order number. There were no nonconformances with respect to the sterilization process. There were no associated nonconformity material reports or nonconformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that one week post operatively the patient began complaining about his vision. It was stated that the patient could not tolerate the toric lens and experienced distorted, blurry vision. Per the patient, the focus was off. The patient tried different glasses; however, was not happy. The patient returned on (B)(6) 2015 for an explant and received a zcb0000210 serial number (B)(4) (monofocal) intraocular lens to replace the toric lens. The incision was not enlarged and there were no sutures. There were no patient complications and no patient injury. The patient is reported to be doing well.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.